Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off events during use on 25-may-2024 and 26-may-2024. One infusion set was in use for 7 hours and second infusion set was for 1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information available.